Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough review could not be conducted as no part number or lot number was provided. No implant or x-rays were provided; making an evaluation impossible. The cause of the failure cannot be determined. The complaint is still under investigation as additional info about the event is needed. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported to globus through a secure c surgeon survey, that a revision surgery was necessary due to a malfunction.

Manufacturer narrative:
No additional information regarding the event has been provided and the exact cause of the reported issue cannot be ascertained.